Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-16775. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6015463, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6015463 was manufactured according to the work instruction (wi)version 125 in the li 49, inset 4 on 14/sep/2025, with a total of (B)(4) units conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient forgot to remove needle guard. Event occurs three times between (B)(6) 2025 to (B)(6) 2025. Event noticed occurred after insertion. The patient replaced the infusion set and resumed insulin deliveries no further information available.